Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain and metallosis. Update 7/22/2015: pfs and medical records received. Pfs now alleges infection. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for metallosis, trunnionosis, and increased metal ions (no labs provided). Only the femoral head was revised during this operation. A culture was taken during the (B)(6) 2014 and came back positive for infection. The patient was taken back to the operating room on (B)(6)2014 and all implants were removed and spacers were placed. The patient went onto have two I/ds and spacers exchanged on (B)(6) 2014. The patient was reimplanted on (B)(6) 2015 with competitor products. All implants implanted on (B)(6) 2010 are now being reported for the infection. The head placed on (B)(6) 2014 isn't being reported for infection as the patient was already infected when placed. It should be noted the patient had a poly liner placed during the doi. The complaint was updated on: 8/19/2015.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear.